Event description:
A customer contacted baxter regarding a low drain volume alarm, and during troubleshooting, the transfer set had become separated from the catheter. No pt injury was reported, and the pt was given antibiotics as a precaution. The transfer set has been reconnected after being disinfected.

Manufacturer narrative:
Nurse is following up with the patient to determine sample availability.